Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(4) 2014, product type catheter. (B)(4).

Event description:
On (B)(6) 2014, the pump was refilled. At the refill visit, the drug concentration was changed and a bridge bolus was programmed. The patient tried to give herself a bolus during the bridge bolus and was locked out by the ptm (personal therapy manager); per the patient, her doctor told her that she would not be locked out. The logs showed that the patient had made several bolus attempts while the bridge bolus was running even though she was told she couldn¿t get boluses during the bridge bolus. On (B)(6) 2014, the patient was getting code 0617 on her ptm which indicated a telemetry issue. The patient tried giving a bolus right after seeing the code and was able to successfully get a bolus. The logs indicated telemetry errors. The same day at 8:03am, the patient tried to give herself a bolus and the ptm had an x and 3:00 hours; her lockout interval was 3 hours. The logs showed several instances of successful pa (patient activated) requests (indicated by an 88) followed by an unsuccessful pa request (indicated by an 89) for the same timeframe. The patient stated that she held the antenna over the pump until the display turned off on the ptm. The patient was convinced that her ptm was not working, but review of the logs showed that she was requesting a bolus every 3 hours and that she was getting the boluses. Additional patient education was planned and they were planning to give the patient a new antenna. It was later reported that it was determined that the patient did not keep the ptm antenna over the pump long enough or was requesting boluses during lockout intervals. There were no known emi sources present. On (B)(6) 2014, the patient was given a new antenna. Training was reinforced on when to use the ptm and how to use the ptm as well as teaching the patient about signal strength from the ptm. The logs from the ptm and physician programmer were reviewed with the patient to show her that she had been receiving her boluses at the programmed settings. The patient was also convinced that her pump was flipped even though it was filled on (B)(6) 2014. The doctor did not feel that the pump was flipped; no actions were taken or planned. The patient ¿swears she is not playing with the pump¿, but when the patient demonstrated how she gave herself a bolus, she was pulling on her skin and manipulating the skin to find just the right spot for the antenna. The patient also rubbed her skin constantly to check the pump¿s position. The patient was receiving effective therapy. The device system was delivering fentanyl and bupivacaine.